Manufacturer narrative:
A product was not returned for analysis. Complaint history and product history records were reviewed and documentation indicated the product met release criteria. Root cause has not been identified. The manufacturer internal reference number is: (B)(4).

Event description:
A surgeon reported that during an intraocular lens (iol) implant procedure, the iol was scratched. The iol was exchanged for the same model, same diopter, and same company lens following 13 months and 11 days during a secondary implant procedure. Additional information has been requested.

Manufacturer narrative:
Additional information was provided in b.5. The manufacturer internal reference number is: (B)(4).

Event description:
Additional information has been requested and received the lens flaw as fuzzy, goopy vision after surgery due to a flaw in the center of the lens.